Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-40561. It was reported that the patient presented with infection on their pacemaker system, which included device and right ventricular (rv) lead. The pacemaker was explanted on (B)(6) 2021, but it was unknown whether the rv lead was explanted. Patient condition was not provided.